Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of "7.9 mmol/l" with the subject meter and "4.9 mmol/l" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The reported complaint was observed on the meter error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.